Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the patient underwent a mitraclip procedure to treat mixed etiology mitral regurgitation of grade 4+. The posterior leaflet was noted to be thin. It was planned that two clips would be implanted. The first clip was successfully implanted. Echocardiography was performed post clip implantation and it was noted that the clip had detached from the posterior leaflet. A second clip was implanted, stabilizing the detached clip and further reducing the mr to grade 2. The procedure was completed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment appears to be due to a combination of patient morphology/pathology (thin posterior leaflet) and user technique/procedural circumstances of difficult visualization. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.